Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Several attempts were made to reach out to this pt via phone and email, however, no response was received. Should additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "my husband had hip replacement surgery in 2010. He has been in incredible pain for almost a year. [...]"